Manufacturer narrative:
No medwatch form was received. The reported field event of a set screw anomaly was confirmed. The cause was found to be due to silicone, septum material found inside the rv df-4 set screw hex cavity. The silicone prevented full insertion of the torque driver into the hex cavities. When pressure was applied to tighten the setscrew, the hex cavity was stripped.

Event description:
It was reported that during rv lead revision, the physician had difficulty unscrewing the lead from the connector. With a new torque driver, the lead removal was successful. The physician elected to explant and replace the device.